Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the rubber stop on the wheel is worn down. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake does not lock (brakes not holding). The bed was located at the account room 5873. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).